Event description:
Customer reported a black screen on side view. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended. (B) (4).